Manufacturer narrative:
Device manufacturer date unknown.

Event description:
I.m. Nail found to be broken at follow up. Surgery required to replace the nail. Review of the database report shows surgeon reports a non union to be the probable cause. No product defect indicated.